Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the heater wire connector of an rt225 infant breathing circuit could not be connected to the heater wire adaptor. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the inspiratory tube of the returned rt225 infant breathing circuit was visually inspected for damaged pin and tested to see if the heater wire connector could be connected to the heater wire. Results: the heater wire pin in the inspiratory tube of the returned breathing circuit was slightly split. This prevents the heater wire adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the heater wire pins are formed during production. A split pin would normally be detected by the insertion of the adapter during a production test. For split pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were split during production or by the end users when they are attempting to insert the heather wire adapter during the breathing circuit setup. (B)(4).